Event description:
It was reported by the patient that a vessel closure clip device was implanted in the right common femoral artery after a uterine artery embolization procedure. The patient indicates to have had right leg pain and burning ever since. For few months post-procedure the patient consulted the physician who implanted the clip device and an ultrasound was performed which did not find anything wrong. After that, the patient went to her gynecologist who took a look at the puncture site and stated it would take time to heal but did not find anything concerning. The patient also consulted a vascular physician who wanted to do a study using a CT (computed tomography) scan to track blood flow. The patient went to a neurologist who did a nerve conduction test which was negative and did an MRI (magnetic resonance imaging) of the lower spine, which was also negative. The patient indicates just recently had a consultation with an allergist and will possibly be tested for allergy to nickel. Since clip implantation the patient has been taking pain medication (advil) if the site becomes irritated (e.g. Post exercise or the wearing of tight garments). The level of pain, from 1-10 was indicated as 9 at first, now as 2-3 and increases to 4-5 on irritation. The patient reduces the amount of exercise due to risk of irritation. The patient desire is to get the device removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the clip device remains in the patient and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information a cause for the reported event and the relationship to the device, if any, could not be determined. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.